Manufacturer narrative:
The beckman field service engineer (fse) evaluated the instrument and found the deionized water valve to be loose on the bubble generator assembly. Fse tightened the deionized water valve to resolve the leak issue. (B)(4).

Event description:
The customer reported reagent probe a leaked in the reaction wheel cover on their unicel dxc 600 pro synchron clinical chemistry system. The volume of leaked fluid was not determined, customer was able to clean fluid leak with kimwipes. The fluid was noted to be deionized water. It was contained to the instrument. The operator wore gloves and lab coat while handling the leak. No one needed medical attention. Leak did not impact sample or reagent integrity. No erroneous results were generated.